Event description:
This product was later explanted and returned after the patient had passed away. No allegations have been received against the patient's death.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. However, it was noted that the device had a cored out hole in the rv tip seal plug which has been known to cause air bubble noise and oversensing shortly after implant.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited several brief non-sustained ventricular tachycardia episodes noted at pre-discharge check. There were no corresponding signals on the shock electrogram. It was believe that the observation was consistent with air escaping the header. The noise did not result in inhibition of pacing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.